Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit is not audible, and there is no alarm.¿. The unit was triaged and the reported issue was confirmed. Green light on the power cable did not illuminate and no charge symbol was observed. The unit would power up and immediately shutdown. A test power cord was connected and unit was observed to charge and operate as normal. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/01/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reports the unit is not holding a charge and turns off frequently.